Manufacturer narrative:
This report is filed (B)(6) 2016. Implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery (date not reported) after being admitted to hospital due to servere nausea and dizziness. Post revision surgery, the patient was treated with steriods (date and duration not reported).